Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: synergy ous mr 3.50 x 32mm stent delivery system was returned for analysis. A visual and microscopic examination of the stent found distal stent and mid stent damage, with stent struts lifted and bunched. The undamaged stent od (outer diameter) was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip found distal tip damage. A visual and tactile examination of the hypotube found multiple hypotube kinks at several locations along the hypotube shaft. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the right femoral artery. The 90% stenosed, 3.5x28mm, concentric de novo target lesion with a significant bend of >45 and <90 degrees was located in the severely tortuous and moderately tortuous left anterior descending artery. After the lesion was engaged with a 3.5 ebu guide catheter and was crossed with a non-bsc guide wire, pre-dilatation was performed with a 2x12mm maverick balloon catheter. A 3.50x32mm synergy ii drug-eluting stent was advanced but failed to cross the lesion. To get a better support, another non-bsc guide wire was advanced but it was still unable to cross. The physician noted that the strut was damaged and the device was removed. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the right femoral artery. The 90% stenosed, 3.5 x 28mm, concentric de novo target lesion with a significant bend of >45 and <90 degrees was located in the severely tortuous and moderately tortuous left anterior descending artery. After the lesion was engaged with a 3.5 ebu guide catheter and was crossed with a non-bsc guide wire, pre-dilatation was performed with a 2 x 12mm maverick balloon catheter. A 3.50 x 32mm synergy ii drug-eluting stent was advanced but failed to cross the lesion. To get a better support, another non-bsc guide wire was advanced but it was still unable to cross. The physician noted that the strut was damaged and the device was removed. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.